Event description:
It was reported that pump did not detect cartridge during use, and no additional event details or blood glucose values were provided. Customer decided not to return pump, and no further investigation or corrective actions were carried out, with no additional information received regarding the outcome of the event.